Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, the pt has more astigmatism than was planned. The pt remains with 2.5 diopters of astigmatism. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).